Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected battery power loss. Customer's blood glucose level was unknown at the time of incident. It also stated that customer did not receive any low battery alert before battery change. Customer was advised to replace the pump. Customer will return insulin pump for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the (B)(4) insulin infusion pump, which is marketed in the united states.